Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis location. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint regarding instrument had electrical coming out of the tip was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that the maryland bipolar forceps instrument had electricity coming out at the tip. The procedure was completed with no reported injury.